Event description:
Boston scientific crm received information that interrogation of this pacemaker noted initial longevity remaining of one year. However, when interrogation was completed, it showed longevity remaining of two years. The caller noted that this issue also occurred in (B) (6) 2010 and there have been no programming changes to the device. This device is included in the crystal timing component failure mode 2 product advisory.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed that the change in pacing percentage that occurred is most likely affecting the longevity estimate. The longevity estimate by the programmer is consistent with a longevity calculation performed by the consultant assuming a constant rate, output, impedance, pacing impedance etc. The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(6) later, this device was explanted and returned for testing. Laboratory analysis determined that this device was experiencing normal battery depletion, but there were fluctuations in the longevity remaining estimates. These fluctuations may be a result of current bin switching. Changes to lead impedance measurements may contribute to these changes to the current bin calculations. The daily measurement table confirms that lead impedance measurements in the ventricle fluctuated between 710 ohms and 950 ohms over the (B)(6) period. It does not appear that programming changes were involved in causing the bin switching. The auto-capture feature of the device was not in use, and was not a factor in the device longevity calculations. Based upon changes in the lead impedance, and changes in the pacing percentage, the device may have had a calculated current bin boundary very near the (B)(4) boundary. This may have been a contributing factor in the bin switching, resulting in the fluctuations in the calculated longevity remaining noted in the allegation from the field. Indicators.